Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure; while transitioning from the left inferior pulmonary vein to the right veins the pulsed field ablation catheter flipped out of the left atrium, fell across the mitral valve, and fell into the left ventricle. An attempt was made to safely withdraw the catheter from the ventricle, but resistance was felt and the attempt was immediately stopped. Troubleshooting and a transesophageal echocardiogram (tee) was carried out without resolution. It was attempted to pass another wire through to loosen the knot/free the catheter from the tissue, but the device remained entrapped. It was then determined that the catheter was trapped/ensnared in the mitral valve. The case was aborted while the patient was under general anesthesia. The patient was then taken to the operating room (or) for device removal and mitral valve repair. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was successfully removed from the patient, and that the patient did not sustain injury as a result of the entrapment. The patient was hospitalized and has now been discharged. After removal of the device, it was not clear if the catheter was knotted.

Manufacturer narrative:
B5: event description - updated h2: fdm (annex b) eval code method - updated h6: imf (annex f) health impact - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.